Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead was damaged while trying the advance a new left ventricular (lv) lead sheath over the wire, the wire buckled, wrapped up and knotted around the ra lead. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.